Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir was leaking from the bottom. Customer's blood glucose level was 120 mg/dl at the time of incident. Customer stated there was not an air bubble in the reservoir. Customer stated that plunger piece came out and bottom of the reservoir came out with it. The reservoir will not be returned for analysis.